Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited functional undersensing. The device delivered appropriate anti-tachycardia pacing (atp) and shocks but these were unsuccessful when converting. Therapy was exhausted. Technical services (ts) was consulted and recommended programming changes and monitoring. The patient was hospitalized. The device remains in service. No additional adverse patient effects were reported.